Manufacturer narrative:
Update (B)(4) 2011 - litigation papers received. They provided information that allowed us to find an invoice. Complaint was reopened to add lot numbers. Doi: (B)(6) 2006. The devices associated with this report were not returned. Review of the device history records found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2011 - litigation papers received. They provided information that allowed us to find an invoice. Complaint was reopened to add lot numbers. Doi: (B)(6) 2006. The devices associated with this report were not returned. Review of the device history records found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Litigation papers provided additional information that allowed us to find an invoice. Complaint was reopened to add information. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised for pain. Update: (B)(4) 2011 - litigation papers received. They provided information that allowed us to find an invoice. Complaint was reopened to add lot numbers. Update: (B)(4) 2012 - pfs and operative notes received. Metallosis was noted. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Corrected: catalog and lot number. Information was left off previous follow-up in error. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Added: patient.

Event description:
In addition to what were previously alleged, ppf alleges metal wear and elevated metal ions. Added stem alleged elevated metal ions, and bone screws because the cup was removed previously. Added patient's date of birth, revision hospital, surgeon and lawyer in the associated contact. Doi: (B)(6) 2006 - dor: (B)(6) 2011 (left hip).

Event description:
Patient was revised for pain.